Event description:
During repair by baxter, the technician found the power supply had a torn power cord.

Manufacturer narrative:
The connex spot monitors are intended to be reused by clinicians and medically qualified personnel. For monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body¿s temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, and general hospital, and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. Contact with exposed electrical wire can result in electrical injury. The power supply was replaced to resolve the reported issue.